Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.

Event description:
Coiling treatment of an aneurysm. It was reported the coil would not stay inside the aneurysm during placement. Upon repositioning, the coil detached. A stent was used to snare the coil through the guide catheter. No pt injury reported.